Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/18/2019. Device evaluation summary: according to the information received a deflation of a breast implant was noted. A manufacturing record evaluation (mre) was performed for the finished device number 6926345, and no non-conformances related to the reported complaint were identified. During evaluation of the sample two creases were observed on the posterior and anterior aspect of the implant. During the leak testing of the sample a rupture less than 0.1 cm was detected within the crease on the posterior aspect. No other anomalies were detected. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation, or other procedures, as it can result in rupture in a later time. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact, stress or trauma to the breast, mechanical damage prior to or during surgery, or compression during mammographic imaging. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Additional information was received on 6/20/2019. When the device was explanted, total capsulectomy and replacement with a mentor smooth round moderate plus profile 300cc saline prosthesis was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant products: mentor smooth round moderate plus profile 300cc saline prosthesis, catalog # 3502300, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 300cc saline prosthesis and experienced right sided deflation post procedure. As a result, an explant was performed on (B)(6) 2019.